Manufacturer narrative:
The samples were collected in serum tubes. Qc run in duplicate on (B)(6) 2010 produced discrepant level 1 results of 2988 and 8079 miu/ml. A bci customer technical support (cts) requested the customer to perform a dil test to verify pipettor dilution performance, and the results were within the instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed a routine system check, a high sensitivity system check, and a carryover test. All testing results were within the instrument specifications. The fse performed the service dil assay procedure and a 20 replicate dil-hcg precision test using all three levels of qc. All testing results were within the specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause for this event has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2122870-2010-00671.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to lower than expected total beta hcg (tbhcg) results generated by unicel dxi 600 access immunoassay analyzer for two patients. The results were reported out of the laboratory. Subsequent testing produced results within a higher gestational category for both patients. The it is unknown if there was an impact to patient treatment.